Manufacturer narrative:
Other, other text: device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no external damage. Event history log review was performed and found evidence of reported problem. Visual inspection and functional testing were performed. Investigation could not repeat customer stated problem during testing; however, the device air detector will be replaced as a preventative measure during the repair process. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited ail sensor. No patient injury reported.

Manufacturer narrative:
Other, other text: additional information was received indicating the issue was found during testing, there was no patient involvement.